Event description:
Pt was prescribed k+ tablets and lisinopril prior to incident. A false high potassium (k+) was reported using the piccolo xpress chemistry analysers (serial number (B)(4)) with comprehensive metabolic panel (cmp) lot 1124bc5. Md directed pt to discontinue taking k+ tablets and approx one week later, pt was tested again with the piccolo with same lot of cmp, and k+ results remained high. Md directed pt to stop eating bananas and was tested one more time a week later with piccolo and same lot of cmp, and results were still high. Md directed pt to take kayexalate (to lower k+) and to discontinue lisinopril. Pt was tested one more time a day later with piccolo and a different lot cmp #1204bc5, results were still high for k+. Md recommended pt to take another dose of kayexalate. (Unsure if pt took the recommended second dose). Pt was tested same day in the hospital and results were within normal range.